Event description:
It was reported that the battery remaining in this device has decreased from 12% in december down to 4% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Also, the low energy shock impedance was 205 ohms today. The impedance has been greater than 125 ohms over the last year. The pulse generator remains implanted, and the local representative will discuss the electrode with the physician. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased from 12% in december down to 4% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Also, the low energy shock impedance was 205 ohms today. The impedance has been greater than 125 ohms over the last year. The pulse generator remains implanted, and the local representative will discuss the electrode with the physician. There were no adverse patient effects. The system remains implanted.